Event description:
It was reported that an ilet pump displayed consecutive motor stall (alert 38) and restart alarms after prior insulin occlusion alerts, with the device unable to complete a rewind and producing a grinding noise; the patient disconnected from the pump and used subcutaneous insulin via pen while blood glucose was 208 mg/dl, and the device had recent impact and potential water exposure with visible cracks and a rusted clip, consistent with a mechanical jam of the motor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.